Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the display went blank and unit turned off. There is no patient information available.

Manufacturer narrative:
The returned device was evaluated. The unit was able to power on normally, using both ac and dc power sources, and was capable of engaging in monitoring using the masimo module and finger sensor. The unit was found to visually and audibly alarm during alarm conditions. During the investigation, it was found that the unit would randomly, and without user input, cycle through on-screen settings. Minor tapping on the chassis resulted in "menu selection' activation. During an internal examination, the instrument board was found to be damaged; however, the reported issue could not be confirmed or duplicated. A service history record review reveals that this unit was in the field for over thirty (30) months with no previous reported issues prior to this reported event.